Manufacturer narrative:
This is the same pt/event as MFR #'s 2219689-1997-00040 through 2219689-1997-00043 and 2219689-1997-00045 through 2219689-1997-46. Summary of evaluation: evaluation results indicate the event occurred due to the rasps wearing over time.

Event description:
Revision surgery revealed polyethylene wear and disassociation of the metal backed patella and subsidence of the tibial baseplate. The tibial insert was also removed at this time and revised to a compatible revision component.